Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.

Event description:
The customer complains about blood leak alarm at the beginning of the treatment. Lot no. Not known, adult patient, loss of blood was relatively minor; no serious injury no medical intervention was needed.